Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301322-arcos con-474370, 11-301000- mod femoral prox-810870, 010000663- g7 pps ltd acet shell- 6289244, 110024463- g7 dual mobility liner- 690310, 11-300815- arcos 15x150mm spl tpr- 351720, 00625006535 bone screw 6.5x35 self-tap 63651675, 12-115110- cer bioloxd mod- 2912205, 00223200418- cable cerclage cable- 63989795. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05336, 0001825034 - 2019 - 05337, 0001825034 - 2019 - 05338, 0001825034 - 2019 - 05339, 0001825034 - 2019 - 05341. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported that patient underwent right hip revision. Subsequently, patient underwent third revision approximately one and half years post initial implantation for infection. All devices were removed and replaced with cement spacers. Sales rep indicates no additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.